Event description:
It is reported that the device was implanted in 2003 and revised in 2009, due to loosening. It is reported that the surgeon's old technique was to dip implants into bacitracin before implanting the components.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 6 years and 7 months. The returned tibial tray and articular surface were reviewed and the product was found to be conforming to manufacturing and print specifications. The returned tibial component shows minimal evidence of bone cement on the underside. The articular surface exhibits some wear an pitting on the articulating surfaces, which may be consistent with the during of implantation. The product experience report also indicated that the surgeon's prior techniques was to dip the implants in bacitracin, an antibiotic, prior to implantation. The introduction of antibiotic bone cements have since made techniques such as the one described obsolete. While the cause do the tibial tray loosening can not be definitively determined, it is important to note that any substance applied to the implant, may leave a film, which could potentially interfere with the mechanical bone between the implant and bone cement. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.